Manufacturer narrative:
The pump passed all functional tests, including the idle current measurement, run current measurement, self-test, off no power, unexpected restart, displacement, basic occlusion, occlusion, prime, rewind and excessive no delivery tests. The pump passed the delivery accuracy test. The drive support disk was inspected and no anomaly was noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 351 mg/dl at the time of the incident. The customer stated that they were in the hospital for a low. The customer mentioned that the drive support cap was flushed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.